Manufacturer narrative:
The device was returned for analysis. The reported stent material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the mildly calcified, mildly tortuous and 80% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Manipulation of the device in attempts to deploy the stent resulted in the noted multiple device damages (sporadically smashed/torn inner member, bunched stabilizer) and the noted multiple internal handle damages (thumbwheel scratch mark, dislocated proximal spool, smashed right-hand side axil pins, cracked left-hand side of the axil pins, sporadically indented proximal spool rim, separated internal rack piece) contributing to the reported difficulties. As reported, the stent was removed by cutting the vessel resulting in the reported/noted stent material separation. The noted separated distal outer sheath likely occurred due to handling during/post procedure or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1562 added based on additional information received.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 80% stenosis, mild calcification and mild tortuosity. The supracore 35 guide wire was advanced. The 6.0x150mm absolute pro ll self-expanding stent system (sess) was being deployed and two-thirds of the stent was released when the thumbwheel was turned without issues but stent cannot be released. The stent was removed by cutting the vessel. Another stent was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. Returned device analysis identified that the distal outer sheath was separated approximately distal to the proximal end. The account was not aware of this separation. There was a portion of the distal end of the stent separated along with the distal stent tabs. The account confirmed the stent separation occurred during the process of removing the stent and confirmed by angiography that nothing remained in the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 80% stenosis, mild calcification and mild tortuosity. The supracore 35 guide wire was advanced. The 6.0x150mm absolute pro ll self-expanding stent system (sess) was being deployed and two-thirds of the stent was released when the thumbwheel was turned without issues but stent cannot be released. The stent was removed by cutting the vessel. Another stent was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.